Event description:
It was reported that the customer's reservoir had a leak past the second o-ring and occlusions in the form of air bubbles inside the reservoir. Her blood glucose level was 157 mg/dl. The customer stated that the inside of the insulin pump's reservoir compartment looked crusted. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)